Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer administered a mealtime bolus but did not enter the full amount of carbohydrates into the pump. The customer's blood glucose (bg) level subsequently increased to read as high. The customer used a correction bolus to address bg. The customer was able to resume insulin successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. D9 (device available for evaluation, returned to manufacturer?, date returned), h3 (reason for non-evaluation, other reason, device returned to manufacturer?), h10, h6 (remove 4118, 3223, 61, 11 and add 4114, 3221 and 67) d9 (device available for evaluation, returned to manufacturer?, date returned), h3 (reason for non-evaluation, other reason, device returned to manufacturer?), h10, h6 (remove 4118, 3223, 61, 11 and add 4114, 3221 and 67).